Event description:
Customer reported the zippers located on both the left and right side panels have been pulled off track. Customer did not provide a date when issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product revealed a broken slider on the pt access window. A slider is missing on the perimeter guard zipper of the left window. There are zipper elements that are damaged and a one inch netting tear on the pt access of the right window side. (B)(4).